Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with heavy calcification, no tortuosity, and 75% stenosis. The 2.75x12 mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion with resistance noted with the anatomy. The bdc was inflated once and then ruptured below the nominal pressure; however, the exact pressure is not known. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.